Event description:
During angioplasty of the distal aorta, the angioplasty balloon ruptured and became lodged in the femoral artery. Physician unable to remove ruptured balloon and had to do a cut down of the femoral artery to retrieve the distal tip of balloon. This was successful and balloon tip and balloon shaft retained to be sent to MFR.